Event description:
Livanova deutschland received a report that an electrical venous occluder (evo) clamp failure appeared on display after power was turned on after package opening. The issue temporarily improved by turning the power off and on. However, the failure reoccurred multiple times. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the electrical venous occluder (evo). The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device. Despite it was repeatedly turned off and on during the test, the event could neither be confirmed nor reproduced. When checking the exterior of the clamp it appeared that there was a loos connection between at the panel insertion of the occluder cable. The device was reset clearview on the panel. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
The clamp and connections were tested on-site but the issue was not reproduced. The firmware was confirmed to be the latest one. The occluder cable was slightly loose in the panel and seated back properly. The unit was returned to service. A device service history review has been performed and identified that the unit was manufactured in 2013 and no other similar events have been reported. Based on the collected information, as the issue was not reproduced during testing, the most probable root cause was that the not seated occluder cable probably this occurred over time. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.